Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted at 7:50am local time. The cns came back up after 2-3 minutes with no issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/08/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/15/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/22/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted at 7:50am local time. The cns came back up after 2-3 minutes with no issues. No patient harm was reported.